Manufacturer narrative:
The spybite biopsy forceps was received inside of the original unopened box. The label of the outer box has a blue stain. All the information of the label is complete and legible. The outer box was never opened and the reported foreign matter was noted on the outside box; not on the spybite biopsy forceps. The investigation concluded that the blue stain found did not present any visual issue and the label was within specification. The returned device did not show evidence of either the alleged malfunction or any defect that could have contributed to the event. Therefore, the most probable cause for this complaint is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-03052 for the first spybite biopsy forceps, and 3005099803-2017-03053 for the second spybite biopsy forceps. It was reported to boston scientific corporation that a spybite biopsy forceps was unpacked on (B)(6) 2017. According to the complainant, during unpacking, it was noticed that there "seemed to be bile and dirt was noticed." There was no procedure involved and the device was not used in the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-03052 for the first spybite biopsy forceps, and 3005099803-2017-03053 for the second spybite biopsy forceps. It was reported to boston scientific corporation that a spybite biopsy forceps was unpacked on (B)(6) 2017. According to the complainant, during unpacking, it was noticed that there "seemed to be bile and dirt was noticed." There was no procedure involved and the device was not used in the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.